Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for routine checkup, device interrogation revealed inappropriate atp therapies for svt. Programming changes were made. Routine follow-up will continue.